Event description:
It was reported that the right ventricular lead triggered an alert for high impedance due to a lead fracture. It was observed that the lead showed oversensing. The lead was explanted and was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead in segments was returned, analzyed, and the distal conductor had fractured. It was also noted that all conductor had blood/body fluid (not obstructed), the outer insulation was melted, the outer tubing overlay was melted, the outer insulation had a cosmetic depression, the helix was distorted/bent, there was blood in/on the helix mechanism, there was tissue on the helix, and the lead was stretched. The analyst also noted that the anchoring sleeve fixation site could not be determined.